Manufacturer narrative:
Please refer to the attached analysis report. D3 and g1 updated.

Event description:
The atrial lead could reportedly not be inserted because the atrial setscrew was blocking it inside the port. The setscrew was not screwed or unscrewed.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The atrial lead could reportedly not be inserted because the atrial setscrew was blocking it inside the port. The setscrew was not screwed or unscrewed.